Event description:
According to reports from the protect study, patient experienced a serious adverse event (sae). Amds 55-55, lot# c2458745c, procedure date: (B)(6) 2020, serious adverse event (sae), event onset date ¿ 02aug2020, event end date ¿ 04aug2020. Adverse and other event (3. Attachments) sequence number: 2, event onset date: 02aug2020, is the event ongoing: no, event end date: 04aug2020, was this event expected: no. Event onset: according to source documents, the pericardial effusion was already seen in a CT on (B)(6) 2020. Event end date: according to source documents, the pericardial effusion was still seen until the CT on (B)(6) 2020. Event: cardiovascular specify other: pericardial effusion. Describe event: pericardial effusion. Indicate relation to amds device: unlikely, indicate relation to amds implant procedure: unlikely, did a pre-existing condition or the acute disease cause or contribute to the event: yes. Please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes please specify: in-patient hospitalization or prolonged existing hospitalization medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes was the subject already in the hospital: yes if existing hospitalization, what was the expected date of discharge: unknown if hospitalized, date of discharge: (B)(6) 2020. Did the device malfunction or deteriorate in characteristics or performance: no could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes did the subject exit the study: no was there any treatment for the event? Yes event outcome ¿ resolved. Treatment related to the event. Related ae #2 ¿ event cardiovascular ¿ event onset date: 02aug2020, identify the type of treatment: percutaneous indicate percutaneous treatment: CT chest tube implantation on (B)(6) 2020. Was dialysis done: no is amds removed: no this event is relegated to amds 55-55, lot# c2458745c for pericardial effusion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). According to reports from the protect study, patient experienced a serious adverse event (sae). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Amds 55-55, lot# c2458745c. Procedure date: (B)(6) 2020. Serious adverse event (sae). Event onset date ¿ 02aug2020. Event end date ¿ (B)(6) 2020. Adverse and other event. Sequence number: 2. Event onset date: 02aug2020. Is the event ongoing: no. Event end date: (B)(6) 2020. Was this event expected: no. Event onset: according to source documents, the pericardial effusion was already seen in a CT on (B)(6) 2020 event end date: according to source documents, the pericardial effusion was still seen until the CT on (B)(6) 2020 event: cardiovascular. Specify other: pericardial effusion. Describe event: pericardial effusion. Indicate relation to amds device: unlikely. Indicate relation to amds implant procedure: unlikely. Did a pre-existing condition or the acute disease cause or contribute to the event: yes. Please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes. Please specify: in-patient hospitalization or prolonged existing hospitalization. Medical or surgical intervention to prevent permanent impairment of a body structure or function. Is the subject hospitalized to this ae: yes. Was the subject already in the hospital: yes. If existing hospitalization, what was the expected date of discharge: unknown. If hospitalized, date of discharge: (B)(6) 2020. Did the device malfunction or deteriorate in characteristics or performance: no. Could this event have led to death or serious deterioration in health had suitable intervention not occurred: yes. Did the subject exit the study: no. Was there any treatment for the event? Yes. Event outcome ¿ resolved. Treatment related to the event. Related ae. #2 ¿ event cardiovascular ¿ event onset date: 02aug2020. Identify the type of treatment: percutaneous. Indicate percutaneous treatment: CT chest tube implantation on (B)(6) 2020 was dialysis done: no. Is amds removed: no. This event is relegated to amds 55-55, lot# c2458745c for pericardial effusion. The manufacturing records for the amds 55-55, lot# c2458745c were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 67-year-old male who had an amds-55-55 (lot #: c2458745c) implanted on (B)(6) 2020. Adverse event # 2 reported as a cardiovascular related event detailed as ¿pericardial effusion¿, with an onset date of 02aug2020 (3 days post-op) with an end date of (B)(6) 2020. The event was deemed ¿unlikely¿ related to the amds device and implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital and medical treatment (percutaneous ¿ CT chest tube implantation on (B)(6) 2020) was provided. However, the event outcome was documented as resolved, and the patient was discharged on (B)(6) 2020. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. CT imaging was provided by the protect study team. The images were reviewed by an artivion representative, and the following significant finding was documented: the description of the complaint of pericardial effusion could be confirmed based on the available data. The reviewer agreed with the complaint description. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the event as reported stated that the event is unlikely related to the device and procedure. Of note ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. A complaint and recall query was performed for amds 55-55, lot# c2458745c to identify previously reported complaints or recalls associated with this lot number. One complaint (B)(4) was identified for this lot number and is not related to the event. No recalls were identified for this lot number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, the event was deemed ¿unlikely¿ related to the amds device and implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.